Event description:
Information was received indicating that a smiths cadd-legacy 1 pump failed the accuracy test by -8.70% . There was no patient involved.

Manufacturer narrative:
The pump was returned for analysis and there was no physical damage to the device. A review of the device history log was done; no discrepancies. During delivery accuracy testing, it was found that the pump's average delivery error to be within the published specification of +/-6%. There was no fault found with the returned pump.